Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after it was put in, they noticed leaking, so it was removed

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and healthcare provider (hcp). They reported that there was an infected device which was removed. Per the op notes, the patient presented with a small amount of drainage from the lead insertion site chronically. There was no significant surrounding erythema, but due to the chronic drainage and no real improvement with the device, they opted to remove the device. During the removal it was noted that there was a little bit of drainage from the central site where the lead was placed. Upon entering the pocket of the battery, there were copious amounts of what appeared to be a hematoma type fluid, slightly cloudy in appearance. They were able to successfully remove the system with no other issues. The patient also called in and said they received a letter in the mail from the manufacturer, and they didn't have the device anymore. The patient said they hadn't had the device in years. The patient reported that they only had their device for the fall of 2016 because their body rejected the implant and a couple inches from where it was implanted it was leaking. The patient reported that they put bandages over the leakage site, but their doctor removed the implant and did not put another one in. The patient stated that they didn't recall the events enough to respond to the letter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.